Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the light guide lens had foreign material, no glue was found between the small and large deflection wheel. Additionally, the air water cylinder had no color, the scope cylinder had no color, due to the wear of the angle wire, the play of the up down knob was out of the standard value range, the objective lens had a chip, the adhesive around the objective lens had wear, and there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had glue residue between the small and large deflection wheel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: light guide lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the lens glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.